Manufacturer narrative:
Block b3: exact date unknown, event occurred about two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing worsening pain at the implantable pulse generator (ipg) site and also had inadequate pain relief. It was noted that the ipg site was very sensitive and tender. The patient underwent a spinal cord stimulator (scs) system explant procedure.